Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2012-00150. It was reported the pt (B)(6) was without stimulation. The pt experienced no difficulty with recharging the ipg or establishing communication via the programmer, but impedances for the scs system were low. Surgical intervention was undertaken to replace the pt's ipg and extensions. Effective stimulation was recaptured following the procedure. The explanted extensions were not returned to the MFR for analysis.